Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implant date: unk. Explant date: unk. (B)(4). Claim #:(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.00/+1.0/044 (sphere/cylinder/axis), into the patients eye and the patient developed a cataract. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was implanted into the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) -2021. The patient had blurred vision. Cataract surgery (phacoemulsification) was performed and an iol was implanted. The problem was resolved. The cause of the event was unknown. H3: device evaluation: the lens was returned in a microcentrifuge vial, with debris on product. Visual inspection found no visible damage to the lens and there was debris on lens. H6: health impact - additional surgery: 4625 - cataract surgery, iol implanted claim # (B)(4).